Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the manufacturing site and evaluated. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: broken lenses. The repair of the device was however declined as system is non-repairable. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The user error was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the coupler ac ffl 19 device had a loose screw and the ears were stuck. This device was also being used with a camera head device. During in-house engineering evaluation, it was determined that the device was broken in 2+ pieces. There was no procedure involved. No additional information was provided.